Event description:
Patient fall causing disassociation of poly from tray on humeral insert. 1st implementation for a total shoulder prothesis reverse arrow on the right shoulder in 2014. After a fall at work, the patient visited the clinic xhere a posterior dislocation of the right shoulder was diagnosed.